Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was alarming with no delivery and was not alarming when he had a low reservoir. Customer stated he was also losing insulin during set changes. His blood glucose was 116 mg/dl. Customer was unable to troubleshoot at the time. Nothing further reported.